Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was broken, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that no relevant clinical information has been provided for inclusion in this medical investigation. Therefore, a thorough medical investigation cannot be rendered, nor can a root cause of the breakage be determined. Based on the information provided, all the broken pieces were recovered from inside of the patient. According to the report, the surgery was completed with a s&n backup device with a surgical delay of less than or equal to 30-minutes was reported. Since no harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a total knee arthroplasty surgery, the plastic on the jrn ii bcs lck fem implant impact and bumper on the journey fem impact bumper rt broke during impact. Surgery was finished with a smith and nephew back up device. A surgical delay of less than or equal to 30 minutes was reported. All pieces were recovered. Patient was not affected.